Manufacturer narrative:
One device was received for evaluation. Visual inspection passed. Functional testing was able to duplicate the reported problem. A review of the event history log revealed a primary audible alarm bgnd. The speaker was replaced to address the issue. The device then passed all functional tests. The service history review had no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the device exhibited a system failure: background test - one boot up. There was unknown patient involvement.